Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised due to dislocated reverse. Surgeon removed glenosphere and modular ha delta xtend humeral stem. Surgeon kept original metaglene and screws. Surgeon cemented in new delta xtend stem, put in new glenosphere and poly. Unknown date and location of original surgery. Unknown part numbers. Doi: unknown dor: (B)(6) 2020 unknown affected side.